Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was likely due to improper surgical technique.

Manufacturer narrative:
No product evaluation will be issued as the revision was caused by infection.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to infection. The modular head and liner were removed and replaced and a locking ring was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.